Event description:
The customer obtained non-reproducible, higher than expected troponin I es results (patient 1=0.279, 0.1013 vs. Expected <0.12 ng/ml; patient 2=0.065 vs. Expected <0.012 ng/ml) from two patient samples processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The customer repeated the affected samples prior to reporting as it is assumed that the customer¿s policy is to confirm tropi es results above a laboratory defined limit. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4) .

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two patient samples while using the vitros eciq immunodiagnostic system. There was no indication that an instrument issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a reagent related issue and a pre-analytical sample processing issue cannot be ruled out as potential contributing factors.